Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 02/12/2014. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat uterine prolapse, fibroids, stress urinary incontinence, cystocele, and rectocele concurrently with a laproscopic supracervical hysterectomy, abdominal sacral colpopexy, cystoscopy with right ureteral catheterization, and a trachelectomy. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystectomy; due to stress urinary incontinence.